Event description:
The reported stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted one week later, due to inadequate vaulting. The lens was exchanged for a longer lens. The patient's current bcva is 20/25.